Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2010 (type I bone) lower left. Primary stability was achieved and osseointegration was not achieved. Overheating of bone was involved in the event. The implant was adjacent to an endodontic tooth. Clinical reports upon torque application at time of crown delivery, the patient felt pain. The implant was removed on (B)(6) 2011. The patient's medical history reveals no significant findings.